Event description:
The lead was replaced 2006 due to an insulation break.

Manufacturer narrative:
Evaluation summary: analysis of the returned lead portion found normal electrical characteristics. No abnormalities were noted on the returned lead portion aside from physical damage possibly sustained during removal of the lead. A complete analysis could not be performed without return of the entire lead.